Event description:
It was reported that the pump "battery life not as good as what it was when it was first purchased." There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.